Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an unrelated procedure, ipg was not placed in surgery mode. Company manufacturer called in the middle of procedure and were able to connect to the battery, it went through the repair process and repaired itself. Ipg reconnected and therapy was restored. Logs confirmed ipg was found in service app and a successful repair was completed.